Manufacturer narrative:
The lead was returned with helix fully extended and was measured to be within specification. Electrical testing did not find any indication of conductor fractures, internal shorts, or other anomalies. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported the lead was scheduled for lead revision to address the dislodged lead. During the lead revision, the physician accidently damaged the set screw. The lead was explanted and replaced. No further information is available.